Event description:
It was reported the patient had high impedance greater than 10,000 ohms on electrode one during the procedure. The relatedness was unknown and no actions had been taken. The event was considered ongoing. Additional information on intervention and outcome has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3877-75, lot# 0206895040, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that relatedness was updated to related to the lead.

Manufacturer narrative:
Concomitant medical products: product ID 3877-75, lot# 0206895040, implanted: (B)(6) 2013, product type: lead; product ID 3877-75, lot# 0206895040, implanted: (B)(6) 2013, product type: lead; product ID 3877-75, lot# 0206895040, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as related to the surgery/anesthesia.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved with no further action planned.

Event description:
Additional information from the healthcare professional of the clinical study reported that device interrogation and device data on (B)(6) 2017 found high impedance on electrode one. No patient complication was reported. No action was taken and the event remains unresolved with no further action planned.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 3877-75, lot# 0206895040, implanted: (B)(6) 2013, product type: lead. Product ID: 3877-75, lot# 0206895040, implanted: (B)(6) 2013, product type: lead. Product ID: 3877-75, lot# 0206895040, implanted: (B)(6) 2013, product type: lead. Product ID: 3877-75, lot# 0206890132, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported when they previously said there was high impedance on contact one they meant there was high impedance on lead one. It was unknown if actions had been taken and it was unknown if the lead was still in service. Additional information on intervention and outcome has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via a manufacturer representative. It was reported that electrode three showed high impedance, which had been noticed before.